Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty powering off the pump, and subsequently the pump could not be powered back on and remained unresponsive. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue.